Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the display window cover is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and did not stop beeping as well as a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was 270 mg/dl. The customer was advised to insulin pump required replacement, discontinue use of the insulin pump, and revert to the back-up plan. The insulin pump will be returned for analysis.